Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were trying to conduct a bolus, but nothing happens. The customer's blood glucose level at the time of incident was 106mg/dl. Troubleshoot for the off no power was conducted. The customer was found to have date settings off. The customer was assisted with programing the right date, and was now able to conduct manual bolus. The customer was advised to use recommended batteries. The customer was advised to monitor the device and call back if issues persist.